Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. The patient's right atrial (ra) lead was noted to be dislodged. No intervention was reported. The patient condition was not known.